Event description:
Philips received a complaint on the v60 ventilator indicating that the screen was dim. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the screen was dim, and they requested part information for a user interface (ui) assembly without nav-ring. Confirmation of part replacement and resolution is pending. The investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that the screen was dim and requested part information for a user interface (ui) assembly without nav-ring. A good faith effort (gfe) response from the customer received on 24may2023 stated that they were waiting on the backordered part. In another gfe response from the customer received on 13jun2023, it was again stated that they were waiting on the part. The repair for this unit cannot be conducted at this time due to the part being on back order. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered ui assembly aligns with the recommended repair of the reported malfunction per the service manual. When the part(s) become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.